Event description:
The complainant reported purchasing a small travel size bottle of the product. She used the product on may 10, 2006. About an 1/2 hr, to 1 hr later, she began to experience painfulness, sensitivity, redness, excessive watering and she developed a bump inside of right eyelid and it shut. She administered saline wash to her right eye (2-3) two to three times that day. She returned from her trip 4 days later. She visited her optometrist 2 days later. The complainant stated the solution was normal and the container did not have the appearance of tampering. She threw away the container.